Event description:
The manufacturer received information alleging, particles in the humidifier and airway. Difficulty in breathing, headaches, pressure behind eyes. Particles in tubing/chamber, particles in airway from device that are related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in the humidifier and airway. Difficulty in breathing,headaches,pressure behind eyes. Particles in tubing/chamber,particles in airway related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on may 21, 2024 and section h10 should be reported as: the manufacturer previously received information alleging particles in the humidifier and airway, difficulty in breathing, headaches, pressure behind eyes, particles in tubing/chamber, particles in airway from device that are related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information was received about the alleged dizziness, eye irritation, nose irritation, skin irritation and hypersensitivity. Section h6 health effects: clinical codes has been updated in this report.